Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing of bd¿ insyte autoguard were detached from the catheter, resulted in leakage. Customer¿s verbatim: ¿ catheters stiffness is different since we changed our packaging. Says its softer and does not work well. Customer says they are experienced nurses and have been using iagbc for 2 years so it's not a user issue. These are the comments from their staff. (B)(6) 2019 -IV tubing detaching from catheter more frequently causing leaking."

Manufacturer narrative:
A physical sample was not received but a photo of the unit was provided for evaluation. A review of the device history record was performed for the reported lots, 8278790 and 5149996, and no quality issues were found during production. Our quality engineer reviewed the provided photos but was unable to identify any defects or separation. Based off the photos the engineer was unable to verify the reported issue. There was no physical/mechanical defects observed in the photos. Therefore, the engineer was unable to identify a definitive root cause.

Event description:
It was reported that the tubing of bd¿ insyte autoguard were detached from the catheter, resulted in leakage. Customer¿s verbatim: ¿ catheters stiffness is different since we changed our packaging. Says its softer and does not work well. Customer says they are experienced nurses and have been using iagbc for 2 years so it's not a user issue. These are the comments from their staff. 2019-30-01 courtney -IV tubing detaching from catheter more frequently causing leaking. ¿